Event description:
The account alleged the side rail will not raise to the latch position.

Manufacturer narrative:
The technician found the side rail slide bracket is bent. The technician replaced the side rail slide bracket to resolve the issue.